Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 60 mg/dl and 68 mg/dl. The customer treated with a few crackers. The customer also had sensor glucose of 45 mg/dl. The customer stated that the pump went into threshold suspend. The customer declined to further troubleshoot. The product was not returned for analysis.